Event description:
Patient came in form normal ICD follow-up. Diagnostic data revealed multiple episodes on non-sustained tachycardias. These episodes were not accompanied by symptoms. Further, the diagnostic data revealed evidence that some episodes contained non-physiologic data. This is consistent with sensing lead dysfunction. Co submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by co has not had the opportunity to investigate or verify prior to the reporting date. Co has not conclusively determined the cause of this event. This report shall not be construed as an admission by co that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.